Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a travel coarse error. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Device evaluation: one device was returned for analysis. The device was disassembled. Visual inspection found that the top and bottom cases were in good condition, the battery door was cracked and there was visible contamination by the "l" bracket pole clamp. The device was disassembled beyond economical repair. The investigation was not able to duplicate the reported issue due to the condition of the received device. According to the investigation, this issue was a result of the customer's physical damage to the device.